Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating a damaged component - hole/cut in hose. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info was provided.